Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on his mobile meter within 10 minutes: 5.6 mmol/l, 11.2 mmol/land 6.9 mmol/l. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.